Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and endometriosis ("ovarian endometriosis / endometriosis was found on both of her ovaries") in a 38-year-old female patient who had essure (batch no. A90481/ b21571) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "deployed with 1 coil showing". The patient's past medical history included irregular menstruation, herniated disc, psychiatric disorder nos, fibromyalgia, restless leg syndrome, cholecystectomy and tonsillectomy. Concurrent conditions included non-tobacco user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, when not menstruating"), hot flush ("hot flashes/severe hot flashes"), dyspareunia ("painful sexual intercourse/dyspareunia"), allergy to metals ("allergic reaction to nickel"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and hormone level abnormal ("harmonal changes"). In august 2014, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, when not menstruating"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), depression ("worsening of her depression and anxiety"), anxiety ("worsening of her depression and anxiety"), fibromyalgia ("worsening of her fibromyalgia and related symptoms") and amenorrhoea ("menstruation stop"). The patient was treated with ondansetron (zofran), vicodin, modafinil (provigil), surgery (total hysterectomy with bilateral salpingo-oophorectomy performed on (B)(6) 2014 and surgery (removal of ovaries was performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometriosis, abdominal pain lower, dental caries, hot flush, loss of libido, migraine, headache, depression, anxiety, fibromyalgia, allergy to metals, procedural pain, vaginal discharge, nausea and hormone level abnormal outcome was unknown and the abdominal pain, dysgeusia, dyspareunia, fatigue, dysmenorrhoea and amenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, anxiety, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hot flush, loss of libido, migraine, nausea, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in summer of 2014, she met with her physician to discuss alternative treatment options, including the possibility of having surgery to remove the essure. Thereafter, on (B)(6) 2014 she underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes and both ovaries were all removed. Originally, her surgery was only meant to remove the essure. As such, removal of her ovaries was not planned. However, post-operatively, physician advised her that endometriosis was found on both of her ovaries and thus, the reason why they were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion details: procedure: patient was brought to the operating room, prepped and draped in the usual sterile manner in the dorsal lithotomy position. Essure device was opened and essure coil was introduced into right tube with no difficulty whatsoever and was deployed with 1 coil showing. Patient was transferred to the recovery room in stable condition. On (B)(6) 2018: she was bedridden for 6 to 8 month. Due to the sevirity of assure related pain. Menstruation stopped following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2013: test was successful & that essure was in place on 01-jan-2013, essure confirmation test was performed. The test was successful and that essure was in place. Lot number: a90481 manufacture date: jan-2013 expiration date: jan-2016. Lot number: b21571 manufacture date: apr-2013 expiration date: apr-2016. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received an event " menstruation stopped" is event added and outcome of these event is recovered. Lab data and treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and endometriosis ("ovarian endometriosis / endometriosis was found on both of her ovaries") in a 38-year-old female patient who had essure (batch no. A90481, b21571) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstruation, herniated disc, psychiatric disorder nos, fibromyalgia, restless leg syndrome, cholecystectomy and tonsillectomy. Concurrent conditions included non-tobacco user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, when not menstruating"), hot flush ("hot flashes/severe hot flashes"), dyspareunia ("painful sexual intercourse/dyspareunia"), allergy to metals ("allergic reaction to nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and hormone level abnormal ("harmonal changes"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, when not menstruating"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), depression ("worsening of her depression and anxiety"), anxiety ("worsening of her depression and anxiety"), fibromyalgia ("worsening of her fibromyalgia and related symptoms") and device deployment issue ("deployed with 1 coil showing"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy performed on (B)(6) 2014) and surgery (removal of ovaries was performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometriosis, abdominal pain lower, dental caries, hot flush, loss of libido, migraine, headache, depression, anxiety, fibromyalgia, allergy to metals, procedural pain, vaginal discharge, nausea, device deployment issue and hormone level abnormal outcome was unknown and the abdominal pain, dysgeusia, dyspareunia, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, dental caries, depression, device deployment issue, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hot flush, loss of libido, migraine, nausea, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in summer of 2014, she met with her physician to discuss alternative treatment options, including the possibility of having surgery to remove the essure. Thereafter, on (B)(6) 2014 she underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes and both ovaries were all removed. Originally, her surgery was only meant to remove the essure. As such, removal of her ovaries was not planned. However, post-operatively, physician advised her that endometriosis was found on both of her ovaries and thus, the reason why they were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion details: procedure: patient was brought to the operating room, prepped and draped in the usual sterile manner in the dorsal lithotomy position. Essure device was opened and essure coil was introduced into right tube with no difficulty whatsoever and was deployed with 1 coil showing. Patient was transferred to the recovery room in stable condition. On (B)(6) 2018: she was bedridden for 6 to 8 month. Due to the sevirity of assure related pain. Menstruation stopped following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes . On (B)(6) 2013, essure confirmation test was performed. The test was successful and that essure was in place. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical records received. Patient demographic information added. Lot number (a90481, b21571) added. Events dysmenorrhea (cramping), vaginal discharge, nausea and harmonal changes are added on 1-mar-2018: medical record received: event deployed with 1 coil showing was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and endometriosis ("ovarian endometriosis / endometriosis was found on both of her ovaries") in a 38-year-old female patient who had essure (batch no: a90481/ b21571) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "deployed with 1 coil showing". The patient's medical history included irregular menstruation, herniated disc, psychiatric disorder nos, fibromyalgia, restless leg syndrome, cholecystectomy and tonsillectomy. On (B)(6) 2013, essure confirmation test was performed. The test was successful and that essure was in place. Concurrent conditions included non-tobacco user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, when not menstruating"), hot flush ("hot flashes/severe hot flashes"), dyspareunia ("painful sexual intercourse/dyspareunia"), allergy to metals ("allergic reaction to nickel"), fatigue ("chronic fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and nausea ("nausea") and was found to have hormone level abnormal ("harmonal changes"), 1 month 5 days after insertion of essure. In august 2014, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, when not menstruating"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), the first episode of loss of libido ("loss of libido"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), depression ("worsening of her depression and anxiety"), anxiety ("worsening of her depression and anxiety"), fibromyalgia ("worsening of her fibromyalgia and related symptoms"), amenorrhoea ("menstruation stop"), hyperhidrosis ("sweating-excessive and constant"), pain ("pain-widespread"), rash ("rash"), pruritus ("itchy"), thyroid disorder ("thyroid issues"), the second episode of loss of libido ("lack of interest in sex") and thyroid pain ("thyroid pain"). The patient was treated with hormones, hydrocodone bitartrate;paracetamol (vicodin), modafinil (provigil), ondansetron (zofran) and surgery (removal of ovaries was performed on (B)(6) 2014 and total hysterectomy with bilateral salpingo-oophorectomy performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometriosis, abdominal pain lower, dental caries, hot flush, migraine, headache, depression, anxiety, fibromyalgia, allergy to metals, procedural pain, vaginal discharge, nausea, hormone level abnormal, hyperhidrosis, pain, rash, pruritus, thyroid disorder, the last episode of loss of libido and thyroid pain outcome was unknown and the abdominal pain, dysgeusia, dyspareunia, fatigue, dysmenorrhoea and amenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, amenorrhoea, anxiety, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hot flush, hyperhidrosis, migraine, nausea, pain, pelvic pain, procedural pain, pruritus, rash, thyroid disorder, thyroid pain, vaginal discharge, the first episode of loss of libido and the second episode of loss of libido to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in summer of 2014, she met with her physician to discuss alternative treatment options, including the possibility of having surgery to remove the essure. Thereafter, on (B)(6) 2014 she underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes and both ovaries were all removed. Originally, her surgery was only meant to remove the essure. As such, removal of her ovaries was not planned. However, post-operatively, physician advised her that endometriosis was found on both of her ovaries and thus, the reason why they were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion details: procedure: patient was brought to the operating room, prepped and draped in the usual sterile manner in the dorsal lithotomy position. Essure device was opened and essure coil was introduced into right tube with no difficulty whatsoever and was deployed with 1 coil showing. Patient was transferred to the recovery room in stable condition. On (B)(6) 2018: she was bedridden for 6 to 8 month. Due to the sevirity of assure related pain. Menstruation stopped following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: full occlusion of fallopian tubes. Ultrasound scan: on (B)(6) 2013: results: test was successful & that essure was in place. Lot number: a90481, manufacture date: jan-2013, expiration date: jan-2016. Lot number: b21571, manufacture date: apr-2013, expiration date: apr-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet: events per pfs: sweating-excessive and constant, pain-widespread, rash, itchy, thyroid issues, lack of interest in sex and thyroid pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and endometriosis ("ovarian endometriosis / endometriosis was found on both of her ovaries") in a 38-year-old female patient who had essure (batch no. A90481/ b21571) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "deployed with 1 coil showing". The patient's past medical history included irregular menstruation, herniated disc, psychiatric disorder nos, fibromyalgia, restless leg syndrome, cholecystectomy and tonsillectomy. Concurrent conditions included non-tobacco user. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, when not menstruating"), hot flush ("hot flashes/severe hot flashes"), dyspareunia ("painful sexual intercourse/dyspareunia"), allergy to metals ("allergic reaction to nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, when not menstruating"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), depression ("worsening of her depression and anxiety"), anxiety ("worsening of her depression and anxiety") and fibromyalgia ("worsening of her fibromyalgia and related symptoms"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy performed on (B)(6) 2014) and surgery (removal of ovaries was performed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometriosis, abdominal pain lower, dental caries, hot flush, loss of libido, migraine, headache, depression, anxiety, fibromyalgia, allergy to metals, procedural pain, vaginal discharge, nausea and hormone level abnormal outcome was unknown and the abdominal pain, dysgeusia, dyspareunia, fatigue and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, hormone level abnormal, hot flush, loss of libido, migraine, nausea, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in summer of (B)(6), she met with her physician to discuss alternative treatment options, including the possibility of having surgery to remove the essure. Thereafter, on (B)(6) 2014 she underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes and both ovaries were all removed. Originally, her surgery was only meant to remove the essure. As such, removal of her ovaries was not planned. However, post-operatively, physician advised her that endometriosis was found on both of her ovaries and thus, the reason why they were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion details: procedure: patient was brought to the operating room, prepped and draped in the usual sterile manner in the dorsal lithotomy position. Essure device was opened and essure coil was introduced into right tube with no difficulty whatsoever and was deployed with 1 coil showing. Patient was transferred to the recovery room in stable condition. On (B)(6) 2018: she was bedridden for 6 to 8 month. Due to the severity of assure related pain. Menstruation stopped following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. On (B)(6) 2013, essure confirmation test was performed. The test was successful and that essure was in place. Lot number: a90481, manufacture date: jan-2013, expiration date: jan-2016. Lot number: b21571, manufacture date: apr-2013, expiration date: apr-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and endometriosis ("ovarian endometriosis / endometriosis was found on both of her ovaries") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping, when not menstruating"), abdominal pain lower ("lower abdominal pain, when not menstruating"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), hot flush ("hot flashes"), loss of libido ("loss of libido"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression and anxiety"), anxiety ("worsening of her depression and anxiety"), fibromyalgia ("worsening of her fibromyalgia and related symptoms"), allergy to metals ("allergic reaction to nickel"), endometriosis (seriousness criterion medically significant) and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy performed on (B)(6) 2014) and surgery (removal of ovaries was performed). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the patient experienced procedural pain ("painful and invasive procedures"). At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dental caries, dysgeusia, hot flush, loss of libido, migraine, headache, dyspareunia, depression, anxiety, fibromyalgia, allergy to metals, endometriosis, fatigue and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, dental caries, depression, dysgeusia, dyspareunia, endometriosis, fatigue, fibromyalgia, headache, hot flush, loss of libido, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in (B)(6) 2014, she met with her physician to discuss alternative treatment options, including the possibility of having surgery to remove the essure. Thereafter, on (B)(6) 2014 she underwent a total hysterectomy with bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes and both ovaries were all removed. Originally, her surgery was only meant to remove the essure. As such, removal of her ovaries was not planned. However, post-operatively, physician advised her that endometriosis was found on both of her ovaries and thus, the reason why they were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.